Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned for analysis. The hemostasis valve was found fully bonded to the sgc proximal shaft. The proximal sgc shaft length was long resulting in a slight gap between the proximal end of the sgc handle and the hemostasis valve. The shaft was able to be manually moved from left to right, confirming the reported event. Although the shaft was slightly lengthened, the overall length of the shaft was within product specifications and is an acceptable manufacturing output with respect to the process variation per the manufacturing process. Additionally, the noted movement of the hemostasis valve is consistent with the normal range of motion found with the device when handling the guide valve. Although the shaft was on the high end of the required specification for device length, there was no impact to the functionality of the sgc and would not cause any adverse effects to the patient. There is no product deficiency associated with this device. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the sgc proximal shaft is cut to the appropriate length. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, it was determined that the reported event was a result of the process variation associated with the manufacturing process; the device was manufactured within product specifications and there is no evidence of a product quality deficiency.

Event description:
This report is filed as a gap was observed between the steerable guide catheter hemostatic valve and the shaft. Although there was no adverse patient effect, the gap has the potential to allow air into the device. It was reported that during a mitraclip procedure, the steerable guide catheter (sgc) was advanced into the left atrium. The sgc was mounted into the stabilizer and the dilator and guide wire were removed. Shortly before inserting the clip delivery system into the sgc, the physician observed an "abnormality" with the sgc as there was a gap between the sgc handle and the end of the clear part of the hemostatic valve. The end of the clear part could be moved from left to right. Due to the uncertainty if the gap could allow air into the system, the sgc was removed and replaced with another sgc. There was no adverse patient effect. There was no significant delay in the procedure due to the device issue. The procedure was completed without any further observations. Functional mitral regurgitation (mr) grade was reduced from 4 to 1 with the implantation of two clips. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.